Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation the right ventricular lead exhibited noise reversion episodes. No device intervention occurred and the lead remains implanted. Patient was stable.

Manufacturer narrative:
A partial lead measuring 32.2cm from the distal end was returned for analysis. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
New information received on 22 nov 2019 indicating that the patient presented for procedure on (B)(6) 2019. The lead was explanted and replaced. The patient was stable post procedure.

Event description:
New information received on 24 sep 2019 indicating that the pacer dependent patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead continued to exhibit noise episodes. No intervention was performed. The patient was stable.